Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image interference. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; h2, h3, h6, h11 the device was not returned to olympus for inspection; instead, a field service engineer visited the site and confirmed that the reported failure was present. A definitive root cause could not be identified; however, based on the results of the investigation, image interference was confirmed, as the field service engineer (fse) identified failures in both the endoscopic image and the command keys, indicating that the most probable cause is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.